Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. The customer alleged discrepant results generated for the kit cobas 6800/8800 sars-cov-2 480t. A customer from australia alleged that they received potential false positive results for patients¿ samples tested in with the kit cobas 6800/8800 sars-cov-2 480t. The customer reported that batch run #cb626 a pool of 3 patients¿ samples generated t1 negative and t2 positive for 2 patients¿ samples and a t1 positive and t2 negative result for the 3rd patient¿s sample when analyzed on the cobas® 6800. The 3 patients¿ same samples were repeat tested on a different platform the genexpert that generated negative results for each of the patients¿ samples. Batch run #cb628 a pool of 4 patients¿ samples generated a t1 positive t2 negative result for one patient¿s sample and t1 negative t2 positive results for 3 of the patients¿ samples when analyzed on the cobas® 6800. The 4 patients¿ same samples were repeat tested on a different platform the genexpert that generated negative results for each of the patients¿ samples. Patient sample was collected using oropharyngeal collects with flocked swabs in copan utm, bd uvt, or flocked swabs in pathwest vtm. Some samples obtained daily those were dry oral rayon swabs eluted in vtm in the laboratory. The customer confirmed there were no allegations of harm to the patients. The retest negative results were reported out to the patients and/or personnel treating the patients. The investigation to assess the customer allegation has not yet been completed. Two (2) mdrs will be filed one for each batch run as per FDA guidance.

Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. A batch MDR is being submitted to represent the 3 samples in run #cb626. This will represent one event on a single device as per FDA guidance. (B)(4).

Manufacturer narrative:
No product problem related to the customer allegation was identified. The samples are near or below the limit of detection (lod), it is not unlikely that repeated testing with the cobas® 6800 may generate a negative result, as lod samples can be expected to waiver between positive and negative detection. Although a definite root cause cannot be pinpointed, we cannot rule out a minor contamination event occurring in the first round of testing. It must also be taken into account the differences in technology between the roche and non-roche assays. Lysis being used for inactivation is a non-recommended practice and may affect the reliability of the sample result. (B)(4).